Manufacturer narrative:
(B)(4). This is a product not distributed in the u.s. And does not have a 510k number. A review of all batch record documents was performed for lot number h11h17053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A doctor reported that a patient alleged that his transfer set had leaked. The patient reported that he found the leak after performing therapy on the homechoice. The patient uses a disinfectant which contains alcohol on the transfer set. He had also been overtorquing the transfer set twist clamp. The patient was retrained on how to handle the transfer set and which disinfectants could be used. The transfer set had been replaced by the doctor. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was visually inspected and clamp function testing was performed, and it was noted that the occluder feet were broken. No white spot was noted on the occluder leg that would indicate over-torquing. Leak and clear passage testing were performed with no issues noted. The reported problem was confirmed. The root cause was undetermined. The direction insert which is provided with all (B)(4) transfer sets instructs the user not to apply hydrogen peroxide, alcohol, or antiseptic agents containing alcohol on the connectors. The use of alcohol containing disinfectants on the transfer set may have caused the occluder feet material to weaken and eventually break during use.